Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 14-feb-2022, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown morphine drug (1 mg nl at .5 mg day) via an implantable pump for unknown indications for use. It was reported that during a scheduled pump replacement, it was determined that the catheter was no longer patent. When trying to aspirate from the side port, the healthcare provider (hcp) was not able to obtain any fluid and determined the catheter was no longer working. The hcp disconnected the pump and removed the pump segment from the catheter and attempted to aspirate directly from the catheter but was also not able to obtain fluid. So, they made 3 knots in the remaining catheter and left it in the pump segment. A completely new catheter was implanted. There were no known factors that may have caused of contributed to this issue. The issue was resolved.